Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had their site reminder settings set to 3 days and received the site reminder after 1 day of changing their site. Tandem technical support requested the customer upload pump data for further troubleshooting, however, customer declined. In addition, it was reported that the customer experienced elevated blood glucose levels (367 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Customer stated that their insulin was exposed to high temperatures due to being stored in a hot car. Pump system check was performed and the pump was functioning as intended.